Event description:
The physician was performing an angioplasty left subclavian and the balloon ruptured. The device was introduced through a 7 french sheath and after the rupture they had difficulty pulling the item back through the sheath. When the finally got the device out of the sheath, concern arose that potentially something sheared off the sheath and remained in the pt. Imaging was performed and it was noticed that a radiopaque band dislodged. They found that the band was free-floating in the svc. They tried to snare it and could not retrieve it. They contacted a cardiothoracic surgeon and they will monitor the pt closely. The pt will be monitored closely to see if further intervention is needed.

Manufacturer narrative:
(B)(4) device portion remaining in pt. (B)(4) balloon ruptures. No product was returned to assist in this investigation. Per dfmea (design failure mode effects assessment), balloon burst, compliance, and fatigue verification testing has been completed. The rated burst pressure atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 5 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." A root cause cannot be determined at this time based on the info provided. The inflation pressures at rupture were not reported. After balloon rupture, it would have been difficult to withdraw back into the sheath. It is possible that pt anatomy or user technique contributed to the event. Root cause is inconclusive. We will continue to monitor for similar complaints. No action is necessary at this time per qera as the rpn is insufficient.